Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced an unknown connection error. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d10. Updated fields: b5, d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image had scope communication error b30 as the plug unit was not responding. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Scope communication error code e216 was received when the scope was connected to the video processor. The event occcured during preparation for use in a dignostic upper endoscopy procedure. The procedure was completed using a similar device.